Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. An event history log (ehl) review was not performed due to the reported problem being a failure without logical activities or recorded events (e.g. Alarms, errors, etc.) That would confirm the problem or identify the direct cause of the event. Evaluation confirmed the reported problem through the causality of an out of specification downstream tubing guide assembly depth and therefore was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced a downstream occlusion > 20 psi. There was no patient involvement associated with this event. No additional information is available.